Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device green status indicator flashing and beeping.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first installed on the 7th april 2011 with a successful auto self-test being recorded. This was followed by a manual power up on the same day. The device then performed the weekly auto self-test on the 10th april 2016. This was followed by two manual power ups on the 13th april 2016. The returned pad-pak was inserted into the device and the device displayed a flashing green status led and a failure chirp. This indicates a fault. A successful test shock was delivered during the testing with an acceptable measurement being recorded. Investigation found the reported fault can be attributed to failure of red status led which resulted in leakage current to the beeper component. The fault could not be replicated with a new red status led fitted and the device was still able to deliver the test therapy sequence without fault.